Event description:
Additional information: ipg pocket incision was opened on (B)(6) 2019 in surgery to be cleaned, cultured, and to administer antibiotics tyrx pouch was placed around the ipg and vancomycin powder was administered into the incision site. The full system was explanted on (B)(6) 2019 to resolve the infection.

Event description:
The patient experienced wound dehiscence at the sensing lead incision site, as well as sense lead migration to the surface of the skin.